Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Corrected data:6. Health effect - impact code.

Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #123d41. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 123d41, and no non-conformances were identified. Additional information was requested, and the following was obtained: which color cartridge was used on the bronchus? Gst45g. Did the patient receive any preoperative chemotherapy or radiation? No preoperative treatment. Was there any calcification on bronchus? No. Or any large or abnormal lymph nodes? No ganglion.

Event description:
It was reported that during a left superior video lobectomy when the surgeon had activated the trigger of the device on the parenchyma, a crackling was heard halfway through the blade. At the extraction of the device, it was not possible to close the jaws anymore. No patient consequence. Surgical delay (time to get another device).